Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 39 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient developed limb ischemia distal to the impella device. The pump was removed and a thrombectomy was required.